Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that although the pump battery was charged, the customer received a low power alert. The customer plugged the pump into a power source and the battery gauge increased to 100%, followed by a malfunction alarm. Customer's blood glucose level was not impacted.